Manufacturer narrative:
This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that during surgery the skin was shredded. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned a hose and 1in/2in/3in/4in width plates, for evaluation. Product review of the air dermatome on october 25, 2019 revealed that the reported event could not be reproduced. The calibration and motor speed were both within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on october 25, 2019 which included replacement of the semi-circle bearings, vespel bearings, and screw. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be reproduced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (01) (B)(4), (11) (B)(4), (10) (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that during surgery the skin was shredded. An extra graft was taken from the patient and there was a 30 minute delay in the procedure. No additional consequences have been reported as a result of this malfunction.